Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the customer opened the package before surgery, there was no needle in package.

Manufacturer narrative:
Samples received: 1 open and 6 closed pouches. Also (B)(4) units from stock. Analysis and results: there are no previous complaints of this batch of which we manufactured (B)(4) units. There are (B)(4) units in b. Braun surgical warehouse. We have received an open sample with a detached needle (there is no thread available). We have received also 6 closed pouches from the customer and 1 box from stock (36 unopened pouches). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all the closed samples received (6 from customer and 36 from stock) and the results fulfill the requirements: 1.01 kgf in average and 0.36 kgf in minimum (requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.